Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing black screen and offline on remote support service (rss). A technical support specialist troubleshooted the issue with the local network information technology team. The device was set to auto negotiate within the speed and duplex settings, with assistance from health information technology. Special handling notes were added within the remote support system regarding the auto negotiate configuration. The network information technology team verified that auto negotiation was already set up within the network settings. It was confirmed that the device was not in retry mode. The task manager showed 100% cpu usage when the lan line was connected, while the device operated normally in critical override mode when the lan line was disconnected. The issue was found to be related to the network team and/or port configuration. The network team changed ports within the intermediate distribution frame closet as a temporary fix. A full data synchronization process was completed at the device without dropping the database, using the fully qualified domain name. The customer, along with other users, verified that the device was fully functional and could see the most recent orders. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device b15n-back was showing blackscreen and offline on remote smart service. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.